Event description:
The rptr stated that stopcock blew apart during a spinal endoscopy procedure. According to the physician, the unit blew at 277 psi. There was no pt injury or treatment associated with this event.